Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1555 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. He013b1) for female sterilisation. The patient had a medical history of nickel allergy, latex allergy, eye operation, cesarean section, breast prosthesis implantation, abdominoplasty, abdominal operation, hyperlipidemia, depression, bipolar I disorder, post coital bleeding, weight gain, menstrual cramps, bleeding menstrual heavy, menorrhagia, brain fog, hair loss, fatigue, bloating, pelvic pain and anorexia nervosa. Previously administered products included: hydromorphone, ondansetron, acetaminophen, simethicone and ibuprofen. The patient had a family history of breast cancer, throat cancer nos, lung cancer, heart disease, unspecified, hypertension, hyperlipidemia, gallbladder disease and stroke. Concurrent conditions were listed as chronic kidney disease, inflammatory bowel disease, calculus of ureter, anxiety and abdominal pain since 2020, ovarian cyst since 2019 as well as abdominal symptom nos, nausea and flank pain since 2018. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1545 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Previously reported essure insertion date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2019: occluded fallopian tubes by implants. [Pathology test] on (B)(6) 2022: open supracervical hysterectomy abdominal total with enterocele and bilateral salpingectomy with removal of essure clips. Uterus, supracervical hysterectomy with bilateral salpingectomy: endocervix; mild chronic inflammation. Endometrium; inactive. Myometrium; adenomyosis. Bilateral fallopian tubes; no histologic abnormality. Gross description: the first fimbriated fallopian tube segment is 6.5 cm long x 0.5 cm in diameter with a pink-tan serosa and the lumen contains an essure wire. The second fimbriated fallopian tube segment is 6.5 cm long x 0.5 cm in diameter with a pink-tan and the lumen contains an essure wire. Near the fimbriated end there is a 0.5 cm paratubal cyst. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: lot number were added. Other relevant history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. He013b1) for female sterilisation. The patient had a medical history of nickel allergy, latex allergy, eye operation, cesarean section, breast prosthesis implantation, abdominoplasty, abdominal operation, hyperlipidemia, depression, bipolar I disorder, post coital bleeding, weight gain, menstrual cramps, bleeding menstrual heavy, menorrhagia, brain fog, hair loss, fatigue, bloating, pelvic pain and anorexia nervosa. Previously administered products included: hydromorphone, ondansetron, acetaminophen, simethicone and ibuprofen. The patient had a family history of breast cancer, throat cancer, lung cancer, heart disease, unspecified, hypertension, hyperlipidemia, gallbladder disease and stroke. Concurrent conditions were listed as chronic kidney disease, inflammatory bowel disease, calculus of ureter, anxiety and abdominal pain since 2020, ovarian cyst since 2019 as well as abdominal symptom nos, nausea and flank pain since 2018. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1545 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Previously reported essure insertion date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2019: occluded fallopian tubes by implants. [Pathology test] on (B)(6) 2022: open supracervical hysterectomy abdominal total with enterocele and bilateral salpingectomy with removal of essure clips. Uterus, supracervical hysterectomy with bilateral salpingectomy: endocervix; mild chronic inflammation. Endometrium; inactive. Myometrium; adenomyosis. Bilateral fallopian tubes; no histologic abnormality. Gross description: the first fimbriated fallopian tube segment is 6.5 cm long x 0.5 cm in diameter with a pink-tan serosa and the lumen contains an essure wire. The second fimbriated fallopian tube segment is 6.5 cm long x 0.5 cm in diameter with a pink-tan and the lumen contains an essure wire. Near the fimbriated end there is a 0.5 cm paratubal cyst. Batch no: he013b1. Production date: 2017-06-20. Expiration date: 2020-06-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-oct-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1555 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.